Manufacturer narrative:
(B)(4). Additional PMA/510(k) number k072642.

Event description:
It was reported that the ilrght screw fractured.

Manufacturer narrative:
The certain titanium large hexed screw (ilrght) was received. Visual inspection of the returned product identified that the screw had fractured across the thread. There was significant wear (nicks and gouges) due to usage around the shank and the hex feature. Therefore, based on the evaluation, the device malfunction has occurred and the reported event was confirmed following inspection. No additional testing was performed due to the extent of the damage to the returned product. Review of the DHR for did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: expiration date, UDI: (B)(4).

Event description:
No further event information available at the time of this report.